Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip and a pinhole in the balloon 9mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.